Event description:
The user reported that during use of this bur guard with a drill in oral surgery, heat was felt in the body of the handpiece. The surgeon discontinued use of the device when the heat was felt, and the surgery was completed as intended without injury to the user or patient.

Manufacturer narrative:
Investigation findings: conmed linvatec received the bur guard for evaluation and confirmed overheating related to worn bearings from extended use. The last of repair found for this unit is february 2005. The handpiece used during this procedure was received for evaluation and during testing, it was found to function within temperature specification and did not overheat. The manual and instruction for use (IFU) inform user to monitor the drill and bur guard for overheating pre-operatively as well as during use. It is known that overtime bearings will wear through use and can cause a burn injury to the patient/user. To test the bur guard, spin the bur guard on the bur. If the bur guard spins freely, the bearings are good. Otherwise, the bur guard should not be used and should be sent in for repair. In addition, prior to use with the bur guard and bur locked securely into the handpiece, run the drill and monitor for overheating. The service interval for this bur guard and associated drill is every 6 months.